Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation and was inflated initially at unknown pressure. However, on the 2nd inflation at 9 atmospheres, the balloon ruptured. The physician removed the device intact and the procedure was completed with another of same device. No patient complications were reported. The patient¿s status was good.